Event description:
The field service engineer (fse) reported problems with touch registering properly on sections of the screen. No patient involvement. The screen was cleaned and performed touchscreen calibration but registers bad touch when performing calibration. The fse replaced the touchscreen. The touchscreen calibration was successful, and all areas of touchscreen registers touch. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.